Manufacturer narrative:
The following fields have been updated with corrections: h.3 reason code for no evaluation: other; if other, specify: see. H.10. H3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that needle clogs during flow check. Verbatim: consumer reported during flow check needle clogs. Lot #: 9205403. Catalog#: 320122. Date of event: about a week ago = unknown. Samples available no discard."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9205403. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that needle clogs during flow check. Verbatim: consumer reported during flow check needle clogs. Lot #: 9205403. Catalog#: 320122. Date of event: about a week ago = unknown. Samples available no discard."